Event description:
While attempting to perform a balloon septostomy during a cardiac catheterization procedure, the balloon part of the catheter broke leaving the balloon inflated into the left atrium and a segment of the balloon catheter was retained with the balloon.